Event description:
It was reported that the customer went the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) level of approximately 900 mg/dl, with high ketones that the health care provider determined to be dangerous/life threatening. Customer gave a manual injection, performed a supply change and was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, a cartridge did not fit onto the pump. Additionally, the fill tubing sequence was taking more insulin than previous fill tubing sequences and insulin drips were not observed to be exiting the infusion set tubing. A supply change was performed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.